Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure treating a radial artery arteriovenous fistula using an indigo system aspiration catheter 6 (cat6). During the procedure, while advancing a cat6 through a sheath, the physician experienced resistance and the cat6 became stuck in the sheath. The physician then pulled back the cat6 and experienced resistance again. After pulling out the cat6 from the sheath, the physician noticed that the cat6 tip had sheared off and was within the sheath. Therefore, the physician removed the sheath with the broken cat6 tip inside. The procedure was completed using a new sheath and a new cat6. There was no report of an adverse effect to the patient.